Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was returned with missing end cap sticker.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 180mg/dl. The customer stated that insulin pump alarmed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.